Manufacturer narrative:
On 01-feb-2023, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2022 reason for device explant and/or reoperation: right breast prosthesis rupture, left breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision procedure with mentor memorygel breast implant 700cc gel breast prostheses when the right breast prosthesis ruptured post implantation. The patient has a retracting nipple on her right breast as well. Additionally, it was reported that patient is experiencing numbing on her left side along with chest pains and muscle spasms. Her left arm and hand go numb when she lies down to go to sleep. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch report is for the patient¿s right breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).